Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation, when removing the protective sheath from the balloon of a 2.5 x 38 mm multilink 8 stent delivery system, the stent implant was stuck in the sheath and became dislodged. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent dislodgement.

Event description:
Subsequent to the initial report additional information was received: there was no resistance removing the protective sheath.

Manufacturer narrative:
(B)(4). Device returned evaluation summary: a visual inspection was performed on the returned device. The reported stent dislodgement was confirmed.